Event description:
Approximately four months after the implant, the patient was exiting a vehicle when his controller and batteries fell from his lap. Patient reports feeling a tug, and then hearing a loud noise. Log filesreview noted 2 electrical faults and 1 vad disconnect alarm. Recessed pins were suspected from log file analysis. A splice repair was conducted the same day with no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller and batteries fell from his lap and as he was trying to catch them he felt a tug and heard a loud noise. The details in the reported event indicate that the patient's driveline sustained damage, which suggests that the resulting pump stop was a direct result of this event. The vad coordinator performed a controller exchange. There was no reported injury to the patient. Preliminary log file analysis showed two (2) electrical faults, one (1) vad disconnect alarm, as well as single staor operation. A manufacturer's representative repaired the patient's driveline cable. No patient harm or adverse effect was reported as a consequence of the repair procedure. The root cause for the reported driveline connector damage can be attributed to inadequate connector design specifications that does not account excessive pull force that may be exerted on to the driveline cable, causing the connector pins to recess and interrupt pump operation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.